Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it overheated in less than a minute; which caused the pretest to end under the 10 minute requirement. Also, the unit made a loud, unusual grinding noise and the connector body was loose. The driveshaft was broke and the locktite broke down because of the sterilization process causing the connector body to be loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the motor device presented a high pitched noise and stopped working. There were delays in a scheduled surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly